Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the physician had difficulty advancing the integrated balloon and the aortic body was pushed proximally and the sealing ring unintentionally covered a portion of the ostium of the lower renal artery (left side). An angiogram was performed and confirmed that the lower renal artery was still patent and blood flow was sufficient. The procedure was completed with no additional treatment to the renal artery. Six (6) days post initial procedure the physician reported that the patient's left kidney had an infarction due to complete occlusion of the renal artery with the alto aortic body. The physician determined that no additional treatment would be performed since the infarction was deemed untreatable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the proximal implant movement of the aortic body was confirmed. The complete left renal artery occlusion was unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.